Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced cerebral hemorrhage and dropsy after the device implant surgery. The patient had pain in his leg two months later. The patient went to the orthopedics for treatment but ¿failed.¿ the doctor could not find the problem. Then the patient went to hospital for adjustment on (B)(6) 2012, but there was ¿no improvement.¿ it was later reported that the cause of cerebral hemorrhage and dropsy was ¿intraoperative appeared puncture track hemorrhage.¿ the patient symptoms were surgery related. The patient was in hospital for one month for treatment after the device was implanted. The doctor could not determine if the leg pain was related to the parkinson¿s. The patient was currently hospitalized for leg pain. The patient outcome was unknown.